Event description:
It was reported that a user¿s ilet did not display dexcom g7 glucose readings while the dexcom mobile app showed values, and the ilet displayed a pairing failed message until the user reselected dexcom g7 and reentered the sensor pairing code, after which readings resumed. Symptoms included loss of cgm data display on the ilet. Outcomes included temporary interruption of cgm data availability on the ilet with restoration of function after successful pairing. Investigation included guided troubleshooting to verify alarm status, confirm sensor type selection, and reenter the dexcom g7 pairing code, followed by a callback verification. Investigation of this case revealed a communication and pairing failure between the ilet and the dexcom g7 that resolved with correct sensor configuration and code entry, indicating no persistent device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-dependent pairing configuration and re-pairing resolving the issue.